Event description:
It was reported that during a laparoscopic cholecystectomy, the device jammed and would not open. There was no tissue damage reported. The device was opened using a grasper. Another device was used to complete the procedure. There was no adverse consequence to the pt reported. The device will not be returned.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for evaluation. H6: device not returned. Evaluation summary: as a lot number was not received, a device history review could not be performed.